Manufacturer narrative:
The reported complaint of mid:14 (bg power supply) error message on the thermogard ivtm system (serial # (B)(4) was confirmed during functional test and during event log review. The investigation findings revealed that the probable cause of the reported mid:14 was due to a defective danfoss module as a result of a short circuit. No physical damage on the thermogard ivtm system during visual inspection. The thermogard ivtm system is a reusable device and was manufactured in september 2014. The device has been operating for over 4 years and has exceeded its expected serviceable life of 3 years. During event log review, mid:14 error code was observed on the event date. Thus, confirming the reported complaint. Initial functional testing could not be performed due to mid:14 (bg power supply) error message on the screen. Thus, confirming the reported complaint. To remedy mid:14, the defective danfoss module was replaced with a new danfoss module. The thermogard ivtm system was re-evaluated and passed all functional tests without any fault or error. The thermogard is approved for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During console check, customer reported that the thermogard xp ivtm system (serial #(B)(4)) displayed mid:14 (bg power supply) error code. The cable and fuses were inspected and had no issues. Rebooting the console did not resolve the issue. Customer continued therapy with conventional methods. No patient involvement.